Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device,the syringe plunger sensor value was stuck on 'false'. The q1 chip on the plunger board was found to be broken off. The plunger board was glued but the glue broke. The plunger board was replaced and secured with adhesive and the issue was resolved. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump had experienced syringe plunger sensor failure. There were no reported adverse events.